Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy duodopa pump shows 88 milliliters for the daily dose when it was set to 44 milliliters. No reported adverse effects.